Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced intermittent image freezing. The issue occurred during a diagnostic colonoscopy procedure, which was completed using the same equipment. There were no reports of patient harm.